Event description:
It was reported that patient with this implantable pacemaker has fallen several times. Patient advocate is wondering if it was due to device and also if it can be deactivated. Boston scientific technical services (ts) that it is not likely but also not out of the realm of possibility. Ts referred patient to physician. This device remains in service. No adverse patient effects were reported.